Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated severe deformations of the inner coil close to the is-1 connector pin. The insulation was found damaged in this area. The subsequent analysis indicated that these damages were caused by overrotation. Coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, the inner coil of this lead was found to be deformed and coagulated blood was identified in the lumen of the lead. These damages affected the active fixation mechanism. No sign of a material or manufacturing problem was present.

Event description:
Boston scientific received information that this lead was explanted due to a product performance issue. No additional information was provided. There were no adverse patient effects reported.